Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display had a pixel color change. There was no further information available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen malfunction remained unresolved.

Manufacturer narrative:
(B)(4). There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2013 with the following findings:investigation revealed the display screen had inconsistent pixel color. The pump was opened to investigate, and a damaged display flex was observed. A test display was inserted and the display functioned normally.